Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The rapid drop from eri to eol was believed to be due to scheduled capacitor maintenance and high pacing settings.

Event description:
It was reported the device prematurely changed from eri to eol. The device was explanted and replaced. No patient symptoms were detected.